Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿do not use ointments or lubricants having a petrolatum base. They will damage latex"

Event description:
It was reported that the patient placed the d226514 catheter in the statlock the wrong way around, causing leakage around the v joint. They received another catheter where the v joint was wearing again.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient placed the (B)(4) catheter in the statlock the wrong way around, causing leakage around the v joint. They received another catheter where the v joint was wearing again.